Event description:
The customer reported that the CT clinical images from a brain scan appeared to have calcifications in the brain that should not be there. Philips field service engineer (fse) confirmed that there was no harm to a pt, operator or bystander. The fse confirmed there was no misinterpretation. The clinical images were reviewed by philips clinical expert and were found to be related to the use of too low a dose for the pt's head size.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. Initial MDR mailed march 24 2015.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the CT clinical images from a brain scan appeared to have calcifications in the brain that should not be there. There was no report of harm to a patient, operator or bystander associated with this issue. The fse confirmed there was no misinterpretation. The clinical images were reviewed by a philips clinical expert and were found to be related to the use of too low of a dose for the patient's head size. The images were reviewed by a clinical expert and were found to have a low dose. The dose level for acquiring the images was 16-20 mgy ctdi (due to dose modulation). The philips reference protocol is 25.6 mgy ctdi. The american college of radiology (acr) guidance for pediatric heads is a maximum of 40 mgy ctdi, with a reference level of 35 mgy ctdi. It should be noted that in the case provided, the child¿s skull size was almost as large as an adult head, meaning that a dri of 36 is recommended for use, in this specific case, the dose delivered was less than recommended for a patient head of this anatomical size. The reconstruction filter chosen for the brain scan enhanced a speckle artifact caused by the low dose to lead to the artifact. There was no evidence of a system malfunction detected. The following mitigations apply: the ibrain algorithm shall be applied only by selection of a special ibrain recon filter by the user. There shall be no other selection of ibrain related parameters by the user. The system shall provide the capability to perform offline reconstructions of raw data with and without ibrain filters. The system shall support ibrain for the following studies only: brain, cow, and orbit. Pre-set optimized parameters (idose level for noise reduction, contrast enhancement factor, amplified range, edge enhancement value) shall be used. When an ibrain filter is used together with idose reconstruction type, idose level shall be limited taking into account the inherent idose level applied as part of the ibrain algorithm, such that the maximum combined idose level will not exceed 4. When ibrain filter is selected, other acquisition and reconstruction parameters shall not be restricted by the system. The console shall store the ibrain filter in the convolution kernel (0018:1210) dicom tag and the system shall be able to display the ibrain filters on the image using a public dicom tag. User documentation shall inform the user for relevant dicom tag. There was no system malfunction. The fse suggested to the customer to adjust the head protocol parameters to within recommended settings to resolve this issue. It was determined by CT physics and applications the speckle artifact was caused by the use of a dose that was too low for the anatomical size of the head that was being scanned.

Event description:
The customer reported that the CT clinical images from a brain scan appeared to have calcifications in the brain that should not be there. Philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse confirmed there was no misinterpretation. The clinical images were reviewed by philips clinical expert and were found to be related to the use of too low of a dose for the patients's head size.